Manufacturer narrative:
(B)(4). Results: (occlusion). (Lack of anti-clotting therapy). Conclusions: (lack of anti-clotting therapy).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm approximately two month ago. Vessel morphology at the time of implant was reportedly narrow but otherwise unremarkable. An endurant bifurcated stent graft (ref MFR# 2953200-2011-01130) and ipsilateral extension (ref MFR# 2953200-2011-01131) were implanted without issues. The patient was taken off coumadin prior to the implant and apparently had not been placed back on the coumadin. The patient presented symptomatically one month ago with an occluded left side. There was no kinking. A fem-fem bypass was performed to resolved the occlusion. The event is most likely related to the lack of anti-clotting therapy. No additional clinical sequelae were reported and the patient is fine.